Event description:
It was reported that with a same factory code, a box of bd¿ syringe CT had two different products: central tip syringes and lateral tip syringes.

Manufacturer narrative:
H.6. Investigation summary: it has been received 1 picture for investigation. Upon visual inspection of this picture, it can be observed two blisters of 50ml CT ref.300867 lot 18052225 with syringes of 50ct inside and one blister of 50ml CT ref.300867 lot 1805225 with a syringe of 50ls inside. DHR of lot 1805225 has been reviewed not finding any annotation or deviation related to the alleged defect. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): 1.visual inspection: molding: 2 injections per shift. Printing: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per two hours, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. 2 functional inspection: printing: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Assembly: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Primary packaging: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Since no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, the root cause of the non-conformance cannot be determined. Based on all the preventive measures and our stringent in ¿process inspection plan, we are certain that this should be an isolated issue and any recurrence is really unlikely based on no quality notification was opened during manufacturing process of this lot. Project has been open to install a photo-cell in packaging machine to reduce the occurrence of this defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that with a same factory code, a box of bd syringe CT had two different products: central tip syringes and lateral tip syringes.